Manufacturer narrative:
(B)(4).

Event description:
It was reported "the swg is kinked. Noticed prior to insertion, a new catheter is required". No patient harm or injury.

Event description:
It was reported "the swg is kinked. Noticed prior to insertion, a new catheter is required". No patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheter for analysis. Signs of use were observed on the returned component. The guide wire from the reported event was not returned. Visual analysis of the guide wire could not be performed as it was not returned for analysis. Clarification was requested of the customer regarding the returned components. They stated that they observed kinking of the guide wire, but did not return it for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire.". The customer report of a kinked guide wire could not be confirmed through the complaint investigation. The guide wire was not returned for analysis. A device history record review was performed and revealed no relevant findings. Therefore, based on the customer report and without the guide wire returned for analysis , the root cause cannot be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.